Manufacturer narrative:
The history log for the device showed the pad-pak was first installed by the user on the 10th september 2010 and performed to specification up to the 24th august 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between 25th august 2014 and the final history log entry on the 19th october 2014. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.